Event description:
The customer reported that their (B)(6) display panel for the acuity central monitoring system had failed. This resulted in a temporary inability to monitor pt's centrally until the customer replaced the monitor. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.

Manufacturer narrative:
The device is an installed acuity central monitoring system that utilizes a central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays patient vital signs data from multiple bedside multi-parameter patient monitoring devices through either wired or wireless connections. The customer reported that their flat panel display for the acuity central monitoring system had failed. This resulted in a temporary inability to monitor patients centrally until the customer replaced the monitor. There was no pt harm as a result of the display malfunction. The customer indicated that they do not want to return the monitor to welch allyn. They will scrap the monitor via e-waste. With no monitor returned, a failure investigation is not possible. Method - (the customer confirmed that the method malfunctioned through substitution).